Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the 2.0x8mm mini trek balloon dilatation catheter (bdc) the balloon ruptured at 8 atmospheres. The device was not used and another balloon was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and scanning electron microscopy (sem) inspection/analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the balloon rupture may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated within the material thickness. Wall thinning, peeling/delamination and tearing was observed. The rupture origin area was in the vicinity of the proximal marker. No evidence of severe mechanical damage associated with the failure was observed. The investigation determined a potential product quality issue based on the reported balloon rupture, noted longitudinal balloon rupture, and multiple scratches and peeling materials noted on the balloon during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.